Event description:
Reported via a user facility report #(B)(4) , on (B)(6) 2015, patient underwent scar revision of left wrist and removal of hardware from left wrist, patient has had significant pain. It was also reported that nothing else was implanted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Product inquiry stated the volar smartlock distal radius plate and all screws to be the primary products. No further associated products were reported. In the case presented a (B)(6) male patient had been treated with a volar smartlock distal radius plate on (B)(6) 2014 due to an unknown kind of fracture. On (B)(6) 2015 the patient underwent a scar revision surgery of the left wrist as the patient had significant pain. The implants were removed from the left wrist. Nothing else was implanted. A physical examination could not be carried out as the devices were not returned for evaluation. According to information received they were retained by the customer. A review of the device history records could not be carried out as the lot codes were unknown and could not be provided. Thus a reasonable examination and investigation was not possible. However with respect to the implant removal, no product malfunction was reported. The provided photos and information did not indicate a deficiency of the devices. Nevertheless the exact root cause of the event reported could not be determined as the items were not received for evaluation and as further information such as x-rays and op reports were not available. During explanation one of the locking screws got slightly damaged. The thread winding of the screw was partly uncoiled, which might have been caused by applying too much force. Nevertheless due to missing products the exact root cause could not be determined. Based on the limited information a deficiency of the items in question was not verified. The file will be closed formally. In case relevant information resp. The part becomes available we reserve the right to update the investigation and to change the root cause.

Event description:
Reported via a user facility report # (B)(4), on (B)(6) 2015, patient underwent scar revision of left wrist and removal of hardware from left wrist, patient has had significant pain. It was also reported that nothing else was implanted.